Manufacturer narrative:
Spacelabs field service engineer (fse) tested the device onsite and no problem was found. The device was working to the specifications. The data in the ics database provided the customer indicated the below: chest electrode (lead v1) became disconnected at 7:28am which triggered the "leads off" alarm. Automatic lead switch feature had been turned off. This shown by the lead annotation for the strip recording at 7:29 am which showed "lead off" for lead v1 and the fact that the primary lead did not automatically switch to lead ii when the lead v1 chest electrode became disconnected. At 7:49 am, the pt had an episode of ventricular tachycardia. Subsequently, the pt's rhythm degenerated into v-fib followed by asystole. In the time period from 7:49 am to 8:36 am, the monitor generated a series of alarms (ventricular run, high heart rate, low heart rate and asystole). As a result of the loss of the lead v1 chest electrode with automatic lead switch featured turned off, a blank waveform and the "leads off" alarm were displayed in the ECG waveform zone. However, the ECG processing continues to be performed using the second lead. Upon detection of an alarm condition, the alarm messages (i.e. Ventricular run alarm, high rate alarm, etc.) Will replace the "leads off" alarm in the ECG wave form zone for the duration of the higher priority alarms. Testing at spacelabs on the equivalent device using the waveform data from the pt confirmed that alarm messages and flashing keys are present on the monitor, even with the primary ECG lead in a leads off state, and that these messages replace the "leads off" message. The alarm recordings from the ics database confirmed that the device generated appropriate alarms (see point 4 above) during the event. We have concluded that the device did not malfunction. This report is final and spacelabs considers this issue closed.

Event description:
Nurses reported that a telemetry bed generated "leads off" alarm at the central station. Monitor technicians were unable to view the pt rhythm at the central display during the "leads off" alarm. During this alarm event, the pt experienced a ventricular fibrillation (v fib) event, coded and died. The monitor techs were unaware that the pt was in v fib as the central was only alarming for "leads off."